Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025 around 10:00am, the cgm reading was around 40 mg/dl and then went up to high. According to the patient the sudden change in cgm value, was strange. The patient was experiencing fatigue, nausea, and frequent urination. The patient was unable to take a fingerstick. The patient´s mother drove her to the ER. At the hospital a fingerstick was taken and the blood glucose reading was 310 mg/dl. The cgm was displaying a brief sensor issue and was removed. The patient was treated with intravenous fluids and 8 units of insulin via injection. The patient was discharged on the same day and the blood glucose reading was 220 mg/dl. There was no information of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.